Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced lo readings on 270 level. Black chemistry observed.the root cause is black chemistry due to improper storage.

Event description:
Customer complains of e5 error messages.customer confirms proper blood testing technique. Customer states the error message appears after applying blood to the test strip. Verified the customer is properly storing the test strips. Verified the test strips expire 09/30/2017. Customer confirms the error message persist. No adverse event reported.